Event description:
Customer reported that on (B)(6) 2014 at 8:30 pm he noticed a battery icon on the display of his adc blood glucose meter. Customer noted he had recently changed the battery, but the icon keeps flashing on the screen. It was further reported he was experiencing high blood sugar, but could not test. Customer self-treated with an unknown amount of both lantus and humalog insulin and then self-presented to a local healthcare facility. At the hospital a reading of 565 mg/dl was received on a hospital device and the customer was diagnosed with hyperglycemia. Customer was treated with "shots of insulin" in addition to being given food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.